Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulty and a balloon detachment occurred. The target lesion was located in an area of in-stent restenosis of a previous placed unspecified self expanding stent in the arterial vein fistula. The stent was dilated with a 10x20mm mustang balloon catheter and inflated to 12atms for 1.25mins, then 3atms for 2mins. The stent still had waist and had not opened. A 9x40mm mustang balloon catheter was inflated once to 4atms and then multiple inflations at 10atms to square the end of the stent. Then an 8x20mm 2cm peripheral cutting balloon catheter was used and inflated to 3atms for 2mins, then at 8atms and then multiple inflations to 10atms and 12 atms. High resistance was experienced upon removing the cutting balloon catheter from the sheath and when finally removed, only fragments of the balloon were left at the distal tip. Two non-bsc snare kits were utilized in an attempt to snare the balloon fragments but were unsuccessful. The patient was sent to surgery and the balloon fragments were successfully removed. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).